Event description:
Reporter noted patient had endophthalmitis one day post-op. Culture was taken but results are not known. Vision is improving. The reporter indicated the facility was looking toward tass as the source of endophthalmitis. The culture of some fluid from the tubing of the system read light growth - gram negative bacilli.